Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-06474 which was submitted on may 18, 2021. Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.

Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the rope stopper of the passive bending section of the subject device was loosened at the unspecified examination procedure. The user replaced form the subject device to another device and kept the procedure. The field service engineer of olympus (B)(6) went to the user facility and checked the subject device. It was soldered back the loosened rope stopper of the passive bending section by the field service engineer. Then the subject device was checked according to the checklist and released for use again. There was no patient injury associated with this report.